Event description:
It was reported that a caucasian female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 425cc saline breast prostheses in 2001. The reported explantation date is before the manufacture date of the reported replacement breast prostheses. The replacements were manufactured in 2005. Mentor will report the explantation date as received. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).